Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was also reviewed and it noted the presence of the low priority alarm 30166. The device underwent visual and functional testing. The device had several cycles of therapy run through with no issues. The reported event was verified through the event history log review, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced an unspecified air in line alarm during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that they had ¿too much air in the line¿ and they had to end the therapy. The technical service representative discussed completion of therapy using manual supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.